Manufacturer narrative:
(B)(4). A philips fse went to the customer site and evaluated the device and confirmed the external power indicator was not lit. The vehicle wall mount assembly was replaced to resolve the failure. The device passed all performance assurance testing and remains at the customer site. We will consider this a malfunction of the vehicle wall mount that impacts battery charging and power to the device. There was no problem found with the device.

Event description:
The customer reported that the wall mount failed such that it was not charging the battery nor was the external power led lit. There was no report of patient involvement.